Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the programmer would not boot up. When turned on, the programmer emitted a faint high-pitched squeal. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the power supply was replaced. The programmer was then tested and passed to manufacturer specifications and software was reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.